Event description:
It was reported that the lifting arm of the power load slipped off of the cot during lifting. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.